Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer pockets 2.1 and 2.2 were having error of device not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer pockets 2.1 and 2.2 were having error of device not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter first name & initial reporter last name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2 had no light emitting diode (led) lights on. A field service engineer (fse) replaced the pyxibus mode controller (pmc) board for drawer 2. Upon powering on the station, row board a failed to reset due to a fault in the 2.1 drawer controller board, which was subsequently replaced. After replacing the 2.1 drawer controller board, the station powered back on successfully with no further failures. The system functioned as intended after the field service engineer repaired the device.